Event description:
The customer reported flowcell clog system error and approximately 100 milliliters of blue fluid leaked onto the tabletop during system startup involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered worn tubing at pinch valve vl61. The fse replaced the tubing at pinch valve vl61 and resolved the reported issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was system hardware. A definitive root cause is unknown. (B)(4).